Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving unknown medication via implanted infusion pump. It was reported that the patient had a fill deviation. There were no signs/symptoms for the patient. The patient's pump had alarmed after a refill and programming. The patient went back to outpatient clinic for a second check of the pump. The hcp read out the data and made a notice of the event and reported it to the rep. The issue was resolved at time of report. Surgical intervention did not occur and was not planned. The patient's weight, age, and medical history was asked, but would not be made available for legal/confidential reasons. The patient's status at time of report was alive - no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.